Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump infusing unknown baclofen for intractable spasticity. It was reported that the healthcare provider (hcp) stated they refilled the patient's pump earlier today and the low reservoir alarm that was going off continued to alarm after the update. The hcp confirmed they also saw the motor stall recovery alert. The manufacturer's technical services specialist (tss) reviewed how to silence the alarm manually. The hcp confirmed there was no active alarm after update.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.